Manufacturer narrative:
Journal article: the relationship between chronic kidney disease and the severity and long-term prognosis of patients with coronary artery disease after drug-eluting stent implantation authors: xianjing wei, ying zhang, gaoliang yan, xiaoqing wang journal: international journal of general medicine year: 2021 reference: doi: 10.2147/ijgm.s295098 patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided average age, majority gender, date of publication . If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review entitled - the relationship between chronic kidney disease and the severity and long-term prognosis of patients with coronary artery disease after drug-eluting stent implantation. The aim of the study was to investigate the relationship between chronic kidney disease (ckd) and the severity long-term prognosis of patients with coronary artery disease (cad) after drug eluting stent (des) implantation. Patients were divided into two groups according to whether or not they suffered ckd. Medtronic coronary drug eluting stents were among the devices used in the study. One year follow-up clinical outcomes reported included death, myocardial infarction, non-fatal stroke (transient ischemic attack, cerebral infarction, cerebral hemorrhage), revascularization and tricuspid valve replacement.